Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the scope was dirty in the field and when the scope was cleaned the error code issue was resolved. Therefore is possible that the maintenance of the device was the cause. Olympus will continue to monitor field performance for this device."

Event description:
A user facility reported to olympus that a "b30" error occurred when connecting the scope. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support. To resolve the problem, the reporter cleaned the scope and verified that the equipment was powered off when the scope was connected. The error no longer occurred following the troubleshooting action. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.